Event description:
It was reported that the indeflator failed to aspirate the air/air bubbles in the balloon catheter. The trek dilatation catheter was inserted in the first lesion and was inflated successfully. During use of the dilatation catheter in the second lesion, no contrast was visible; however, there were bubbles left in the balloon from the previous inflation, which upon inflation to a higher pressure caused a dissection. There was no reported treatment for the dissection. The physician used a non-abbott indeflator and completed the case without further incident. The patient's condition is reported to be stable. There was no clinically significant delay in the procedure reported. No other information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not reported. A follow-up will be submitted with all relevant information. The indeflator 20/30 is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It was reported that higher inflation following the inability to remove the air caused the dissection. However, it is unknown if the conditions of the indeflator contributed to the reported dissection. Although a conclusive cause for the reported patient dissection, and the relationship to the product, if any, cannot be determined, the reported difficulty to position (visibility of the contrast) appears to be related to the operation context of the procedure and there is no indication of a product quality deficiency.